Event description:
During preventive maintenance (pm) performed on (B)(6) 2022, the autopulse platform (sn (B)(4) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventive maintenance (pm) performed on (B)(6) 2022, the autopulse platform (sn (B)(4) failed the load cell characterization test. The root cause for the observed failure was due to defective load cell module 1, likely due to a mishandling such as a drop or a defective component. During visual inspection, there was no physical damage observed on the autopulse platform. Upon further inspection, a worn-out shaft lock plunger was found, most likely caused by wear and tear. To remedy the problem, the shaft lock plunger was replaced. In addition, it was noted that the power distribution board (pdb) revision level was below 6 and needs to be updated, attributed to the age of the platform. The autopulse platform was manufactured in august 2009 and is 13 years old, past the expected service life of 5 years. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test as load cells module 1 exceeded normal parameters. The defective load cell module 1 was replaced to address the observed failure. Following service, the autopulse platform passed the run-in test without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4)..